Event description:
On (B) (6), 2010, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch select meter is giving inaccurate erratic readings of "172 and 199 mg/dl." On (B) (6), 2010, this medical surveillance specialist contacted the pt to clarify info obtained during the initial phone. However, the pt provided limited info as she reportedly could not recall the detail of the incident. The pt manages her diabetes with self adjusting insulin. On the morning of (B) (6), 2010, the pt took 10 more insulin based on the elevated readings of "172 and 199 mg/dl" obtained on the subject meter. Reportedly, one hour later, the pt developed symptom of "shaky." The pt did not recall what treatment she took to abate her symptom and what reading she obtained at the time of concern. It would have been helpful to have more details concerning the pt's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the reported readings were performed within 20 mins of each other. Based on statistical methodology, the calculated difference of these glucose results is within the expected value of <= 20% and/or ,<= 20 mg/dl. Replacement products were sent to the pt. This complaint is being reported because the pt claimed she had symptom that can be associated with hypoglycemia after she took insulin based on the lfs meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.